Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k101880. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed due to sinus perforation. It was reported that the implant had failed due to sinus communication. A sinus elevation procedure was conducted to promote patient healing.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4114, 4111 and 3331. H6: investigation findings code was added: 213 h6: investigation conclusions code was added: 4315 and 67. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation / functional test was performed, no damage identified or signs of malfunction that would contribute to the event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: perforated sinus. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician inadvertently selects an length of implant that is too long for the depth of osteotomy prepared. Therefore, based on the available information, a device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.